Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported, therefore, the last three lots sent to this site prior to this incident were pulled from the distribution log. The device history records review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 14f manta was deployed for closure in the right common femoral artery. The arteriotomy was 6.4mm with mild iliac calcification. Pulsatile flow was continuous following manta deployment. The physician noted the puncture hole was perhaps larger than expected and the 14f was unable to seal. A contralateral covered stent was deployed, and hemostasis was achieved. The root cause of the extended time to hemostasis requiring a covered stent is due to the inability of the manta device to create a seal which is likely due to an incorrect measurement of the access site as noted by the physician. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk documentation was reviewed, and this type of incident is a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: when the physician deployed manta the rfa access site continued to bleed with pulsatile flow. The physician said the manta 14f, didn't seal the hole and perhaps there was a larger arteriotomy than was expected. Fixed with a covered stent from the contralateral side. Hemostasis achieved, patient was fine after covered stent was placed.